Event description:
It was reported that the patient underwent exploratory surgery in (B)(6) due to infection. Patient was implanted on (B)(6) 2019. The surgeon noted during exploration that the leads were beginning to extrude and the tie downs were coming up. The surgeon treated the area with antibiotic solution and closed the sites. Oral antibiotics were prescribed. Upon follow-up with the surgeon's office, it was reported that the patient's caregiver first noticed something wrong two months post-op and reported that something had popped and there was pus. At first they thought the patient had suture granulomas and the patient was put on bactrin. The patient initially started to improve; however in (B)(6) he was put on new antibiotic when he started worsening. Eventually they decided they needed to operate and flush the site. Per the office the infection was fairly superficial. They indicated that the patient had a history of sinus infections and drooling over the site which is believed to have contributed to the infection. The generator and lead's device history records were reviewed. Sterility of the generator and lead prior to distribution was verified. No further relevant information has been received to date.